Event description:
Consumer reports getting very strange readings with their plink meter. Analysis run on clark error grid using mean avg. Reading (62) as ref. Points vs. Bd readings (45, 79) yielded data points in d range of the grid, outside acceptable limits.